Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the low 50 mg/dl range. The customer declined assistance from tandem customer technical support regarding the issue.